Manufacturer narrative:
H2: additional information was received. The lot number of the camera is p900668. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and hardware parts were replaced. The system passed all tests and was performing as intended. Codes are applicable to this analysis. The camera was returned for analysis. The returned camera failed an accuracy test at .29 mm with a passing threshold of .25 mm. A check of the event log also showed intermittent low illuminator current and firmware incompatibility. A bump had also been detected. It was confirmed that there was a camera failure. Codes are applicable to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: camera, 9735821, vega base s8 svc. Device evaluation has not begun at the time of filing this report. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding a navigation system found during planned maintenance (pm). It was reported that the camera had failed the network device interface (ndi) accuracy test. There was no patient present at the time of the event.